Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 motnhs. The cause of death was not provided. No further details were reported.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. The patient also has other related events; please reference the other medwatches filed under patient identifier (B)(4). Through follow-up with the health-care provider via fax, a response was received. Unfortunately, the cause of death was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.